Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening after the lock line was removed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed central on the mitral valve. After the lock line was removed, it was noted on fluoro that the clip opened to approximately 60 degrees. The clip was re-closed, and it passed the second establishing final arm angle (efaa) test and was successfully deployed. The procedure was complete with a final mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening after removing the lock line could not be replicated in a testing environment during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported clip opening after removing the lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.